Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose of 66 mg/dl before dinner, treated it with a sugared beverage, then announced a usual meal; actual intake was less than announced because part of the meal was inedible, and the user was concerned about another low, with glucose later measured at 156 mg/dl by fingerstick and 151 mg/dl by continuous glucose monitor (cgm). No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included resolution of the low blood glucose without emergency care, alerts, or alarms. Investigation included review of the event narrative and user education on meal announcements and accurate meal sizing. Investigation of this case revealed use-related error related to incorrect meal-size announcement rather than a device malfunction, and no component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was user handling related to meal announcement and intake mismatch.